Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k061118.

Manufacturer narrative:
Follow-up # 2 (06/02/2011): the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
((B)(6) 2011) correction: follow-up #1 should state follow-up #1.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining an alleged high reading of "375 mg/dl" with the subject meter that began on (B)(6) 2011 at around 11:00am. As part of his diabetes regimen, the patient claimed he is on oral medication with diet and/or exercise once daily. Due to the alleged issue, the patient indicated he increased his dose of glimepiride (1mg) to a ½ a tablet more on (B)(6) 2011 at around 11:00am. A day after the alleged issue began, the patient reported feeling "cold sweats" and "shaky hands" between 5:00pm and 7:00pm. In response to his symptoms, the patient indicated he self-treated with food and/or drink. The patient claimed no other blood glucose device was used at the time of the alleged issue. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly. The patient stated he did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.